Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was broken from the proximal pierced hole and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the ends of the broken cutting wire were blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the first of two autotome rx 39 used during the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the energy was delivered, the cutting wire of the autotome rx 39 broke. A second autotome rx 39 was used; however, the cutting wire also broke after the energy was delivered. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
Note: this report pertains to the first of two autotome rx 39 used during the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the energy was delivered, the cutting wire of the autotome rx 39 broke. A second autotome rx 39 was used; however, the cutting wire also broke after the energy was delivered. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.